Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a device replacement where a new implantable cardioverter defibrillator (ICD) was implanted. A few days later, the right ventricular (rv) lead bipolar pacing impedance became out of range, exceeding 3000 ohms, and the pacing threshold was very high. A possible rv ring fracture was suspected. The patient, who was dependent on the device, experienced loc (loss of capture) which caused pauses. The patient was hospitalized and a temporary pacemaker was implanted. Diagnostic testing and troubleshooting were performed, including reprogramming the device to use the tip to coil sensing and pacing vector, which showed good threshold and impedance. The physician decided to upgrade the patient to a crt-d (cardiac resynchronization therapy defibrillator) and implant a left ventricular (lv) lead while keeping the same rv lead with tip to coil programming. Therefore, the ICD was explanted and replaced with a crt-d device. Upon connecting the rv lead to the new crt-d device, the impedance and threshold returned to normal. It was now thought that maybe there was a connection issue originally with the ICD and rv lead that caused the out of range values in bipolar configuration. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  ddpc3d1 ICD implant date: (B)(6) 2025 explanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.